Manufacturer narrative:
The customer called the philips help desk on 29-may-2015 and reported that images obtained from a patient procedure performed on (B)(6) 2015 exhibited a black dot artifact. A philips customer support specialist remotely downloaded the patient data given from a timestamp the customer provided and confirmed that no errors or artifacts were identified and air calibrations had been run every morning. A philips field service engineer (fse) attended the customer site on (B)(6) 2015 and confirmed the artifact on the head scan. The customer¿s trained professional stated to the fse that a magnetic resonance imaging (MRI) scan was performed to confirm if the artifact was a true artifact or patient pathology. The fse confirmed that the trained professional determined, after completing the MRI scan, that the artifact was in fact an artifact from the CT scan. The fse performed troubleshooting on the CT system. A visual inspection of filters and the data measurement system (dms) assembly revealed a small (8mm) drop of dried contrast on the dms cover. The cover was cleaned and air calibrations were performed. Phantom test scans were performed and the artifact was no longer present. The CT system was handed back to the customer for clinical use. The customer called the philips help desk on 02-jun-2015 and reported that the black dot artifact was visible on a patient¿s images from a CT patient procedure performed on (B)(6) 2015. The fse was notified and attended the customer site. It was confirmed that the trained professional recognized the artifact and a MRI procedure was not performed. There were two reported occurrences of an image artifact. The first occurrence was dated (B)(6) 2015 and is addressed by this complaint record. The second occurrence is dated (B)(6) 2015 which is addressed in a subsequent complaint record. Following the occurrence addressed in the subsequent complaint record, the fse evaluated the CT system and determined there was a failing detector module and swapped detector modules on (B)(6) 2015. Philips service returned to the customer site at a later time to replace the failing detector module and proactively replaced the rotor communication. The artifact has not recurred and the fse confirmed that the issue has been resolved. CT engineering determined this issue to be an acceptable risk. This issue would not be likely to result in death or serious injury. Review of this issue has determined that based on the risk benefit analysis, approved by a medical doctor, analysis of historical adverse event records and clinical evaluation by medical personnel, this issue does not meet the definition of an MDR event. The following mitigations for this issue include: perform iq verification & review; daily and monthly image quality checks by operator; verification of image quality for all scanner modes, including: voltage, scan types, collimation, resolution, reconstruction filters; operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts; the system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, system shall not be used until repair is made; the CT scanner shall be operated by qualified operators only. Since there were no parts returned from the field or log files provided, a cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, a probable cause was determined that the issue occurred due to failing detector modules and rotor communication.

Event description:
The customer reported that images from a clinical CT head procedure displayed an artifact that appeared as a black dot visible in the scan. The radiologist then sent the patient for an MRI scan. The fse confirmed that there was no harm to a patient, operator, or bystander.

Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that images from a clinical CT head procedure displayed an artifact that appeared as a black dot visible in the scan. The radiologist then sent the patient for an MRI scan. The fse confirmed that there was no harm to a patient, operator, or bystander.